Manufacturer narrative:
Items returned for evaluation: -implant. Items not returned for evaluation: -pusher -introducer -dispenser hoop -shrink lock -microcatheter -v-grip. The visual analysis of the returned items found the implant severely stretched at the proximal section, damaged, deformed and separated from the pusher. The pusher was not returned for evaluation. The investigation of the implant found the monofilament at the tie knot broken, which indicates the device experienced a tensile break. The investigation of the returned coil system found the implant to be severely stretched at the proximal section, damaged, deformed and separated from the pusher. The pusher was not returned for evaluation. The investigation found the implant's monofilament at the tie knot with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information received. See h6 and h10.

Event description:
It was reported: during an embolization of a side branch vessel before evar, the coil was attempted to be inserted through a parent catheter from the ipsilateral side, but the coil was found to be already detached. As the monofilament was still connected to the pusher, the entire coil could be pulled back, withdrawn, and removed. The coil was replaced with a new coil to successfully complete the procedure with no patient health damage.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The premature detachment issue as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.